Event description:
As reported, before the use of a 10mm x 80mm 120cm s.m.a.r.t self-expanding stent (ses) delivery system, the seal of the inner pouch was found opened, and the sterility of the device had been compromised. As a result, the device could not be used, and a new, unknown stent was used to complete the procedure. There was no reported injury to the patient. The packaging issue was found after receiving and storing the device, and the actual device was not damaged in any way. Information regarding whether or not the product had been previously opened and shelved, and how the product was stored was requested but was not provided, and the device was not returned as expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: before the use of a 10mm x 80mm 120cm s.m.a.r.t self-expanding stent (ses) delivery system, the seal of the inner pouch was found opened, and the sterility of the device had been compromised. As a result, the device could not be used, and a new, unknown stent was used to complete the procedure. There was no reported injury to the patient. The packaging issue was found after receiving and storing the device, and the actual device was not damaged in any way. Information regarding whether or not the product had been previously opened and shelved, and how the product was stored was requested but was not provided, and the device has now been returned. The product was returned for analysis. One non-sterile unit of smart control 10x80cm 120cm ses was received inside of a clear plastic bag. Per visual analysis the unit was returned apparently unused, with no anomalies. No original packaging was returned for analysis. A product history record (phr) review of lot 17958213 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box ¿ compromised sterility - seal open¿ could not be confirmed as the original packaging was not returned for analysis. The exact cause could not be determined. Procedural or handling factors may have contributed to the reported event. According to the safety information in the instructions for use, ¿do not use if the pouch is opened or damaged.¿ neither the phr review nor the information provided suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: before the use of a 10mm x 80mm 120cm s.m.a.r.t self-expanding stent (ses) delivery system, the seal of the inner pouch was found opened, and the sterility of the device had been compromised. As a result, the device could not be used, and a new, unknown stent was used to complete the procedure. The packaging issue was found after receiving and storing the device, and the actual device was not damaged in any way. Information regarding whether or not the product had been previously opened and shelved, and how the product was stored was requested but was not provided, and the device was not returned as expected. There was no reported injury to the patient. The device was not returned for analysis. A product history record (phr) review of lot 17958213 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis the reported ¿packaging/pouch/box~ compromised sterility - seal open¿ was not confirmed. It is difficult to draw a clinical conclusion between the device and the events based on the information available. Handling factors may have led to the reported event. According to the instructions for use (IFU) ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and remove the tray. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, before the use of a 10mm x 80mm 120cm s.m.a.r.t self-expanding stent (ses) delivery system, the seal of the inner pouch was found opened, and the sterility of the device had been compromised. As a result, the device could not be used, and a new, unknown stent was used to complete the procedure. There was no reported injury to the patient. The packaging issue was found after receiving and storing the device, and the actual device was not damaged in any way. Information regarding whether or not the product had been previously opened and shelved, and how the product was stored was requested but was not provided, and the device has now been returned.